Event description:
It was reported that the user¿s caregiver described the cartridge diaphragm as flimsy and noted a leaking cartridge that required an unplanned cartridge change, despite confirming correct use practices including single use, no overfilling, and proper adapter connection in the pump. No reported adverse clinical effects. Outcomes included interruption of therapy requiring a cartridge replacement without medical intervention or hospitalization. Customer care provided support that included user education on use. Investigation of this case revealed a suspected cartridge integrity issue associated with the cartridge component, with leak consistent with a device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable lot and product for analysis.